Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2020. It was reported that the pump and catheter were explanted on (B)(6) 2020. It was noted that the inability to identify where the medication/contrast was going during the myelogram first occurred on (B)(6) 2019. The environmental, external, or patient factors that may have led or contributed to the event were unknown. The reason for the dressing on the patient's back was because of surgery. It was unknown if the back abscess was related to the device, therapy, or implant procedure. The cause of the severe infection was unknown. The reported events were resolved and the patient was discharged from the hospital on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n270950014, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that during a dye study the hcp was unable to determine where the dye was going to the pump and catheter were replaced. No symptoms were reported. No further complications have been reported as a result of this event. It was noted that the devices would be returned for analysis. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was removed because of a severe infection. The patient was admitted on (B)(6). It was also noted the hcp spoke with the patient on (B)(6) during an office visit. The patient indicated she continued to have a lot of pain issues. They had done a myelogram and were not able to identify with where the medication was going so the hcp explained to the patient it was appropriate to change both the intrathecal catheter and pump as the hcp ¿was unable to get into that the pump was working well.¿ the patient was in agreement and was given a prescription for oxycodone 10mg up to 4 tablets per day for the whole month. The patient was receiving intrathecal dilaudid 30 mg/ml, baclofen 1000 mcg/ml, and bupivacaine 20 mg/ml via the implanted pump for chronic intractable pain, post-laminectomy syndrome, and mechanical complication of nervous system device, implant, and/or graft. The patient¿s weight was 155 pounds. On (B)(6), the patient was admitted to the hospital for replacement of the intrathecal catheter and pump. The pump and catheter had been in place for about seven years and a side port injection had been performed and the hcp was not able to identify any contrast in the intrathecal space. It was decided to replace the entire system including the catheter and the pump. In the operating room, there was a dressing across the lower back. On having removed the dressing it was noted there was pus coming out of the wound which was about one centimeter in size. A little bit of pressure in that area resulted in more pus being drained. The patient had an abscess of back. At this time, the hcp did a culture and sensitivity for the entire collection. Discussion was had with the general surgeon and she did indicate that at present it would not appropriate to consider any further surgery. Fluoroscopic image clearly indicated that the catheter was very close to the area where she had the infection. A discussion was had with the infectious disease doctor and he would coordinate the patient¿s antibody coverage. The hcp spoke with the patient again on (B)(6) and the patient indicated that her pain control had been rea sonably adequate and she was ¿quite keen to be able to go home.¿ the patient was instructed to make an appointment to see the neurosurgeon and the plastic surgeon and the patient would also make an appointment to come to the hcp¿s office as well as the infectious disease team. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8709sc lot# n270950014 serial# implanted: (B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Product ID: 8709sc, serial/lot #: (B)(6), ubd: 2012-10-15 , UDI#: (B)(4) h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6- eval code-conclusion: 11, eval code- method code: 4118, eval code- result: 3233 apply to the pump and unknown catheter. All previously reported patient and device codes will be updated/corrected to the following for this event: patient codes: c50717, c3303, c26686, c26726 device codes: c76126 regarding the pump and c63075 regarding the catheters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown. Product type catheter, product ID 8709sc, lot# n270950014, implanted: (B)(6) 2010. Product type catheter. Analysis of the pump (pli 10) found no anomalies. Analysis of the catheter (pli 30) found coring/tears/cuts in the seal, which met leak criteria. If information is provided in the future, a supplemental report will be issued.